Manufacturer narrative:
(B)(4). The customer reported when the knob is turned, it does not get the corresponding number of joules. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported when the knob is turned, it does not get the corresponding number of joules.